Manufacturer narrative:
An analysis of the device log file was performed. It could be identified that a sporadic malfunction of a cpu board which controls the device-internal communication between user interface and gas mixer has caused the reported ventilator failure. Due to the loss of communication, simultaneously, ventilator and gas mixer initiate an emergency shutdown to monitoring mode. This condition is alerted to the user by corresponding alarms. Manual ventilation with emergency oxygen dosage and application of anesthetic gas remains possible. Also the monitoring functionalities remain unaffected. Comparable cases of sporadic interruptions of the device-internal communication are known. In these cases it was possible to identify the pcb cpu to be root cause but the sporadic symptom could not be reproduced during detailed investigation of the cpu boards and thus the exact failure mechanism could not be determined. By the fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application a general design failure can be excluded. A reasonable explanation would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec (B)(4). The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that there was a ventilator failure during use. No patient injury reported.